Event description:
Revision of knee components approx two yrs post operatively due to tibial loosening.

Manufacturer narrative:
Engineering eval of the returned device noted deformation consistent with third body wear. The specific device identification numbers were not provided, precluding a review of the device history records.